Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked alarm. The customer experienced hyperglycemia with blood glucose value of 327 mg/dl. The event involved product(s) mmt-1884, mmt-342, mmt-432ak. Troubleshooting was not performed. No further patient complications were reported. Product return is required for mmt-1884. Product return for mmt-342 is expected and the customer response was the device will be returned. Product return for mmt-432ak is expected and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any delivery-related alarms that may have occurred in the past or around the complaint date. No relevant no delivery or occlusion alarms were found in the download history files. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Unit tested successfully. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, and cracked keypad overlay. In conclusion, the customer¿s allegation of a no delivery/occlusion alarm was not confirmed, as no relevant alarms were found in the download history files and the unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.